Manufacturer narrative:
The technician replaced the power control module (pcm) to repair the bed. No fuses were blown on the pcm.

Event description:
Information received indicates while performing a function check the technician observed that blower and bed functions quit working.